Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
It was phoned in by the sales rep that during prep of proplege coronary sinus device (pr9), the balloon was found to be leaking. There was no patient impact, there was no reported damage to the packaging,

Manufacturer narrative:
It was phoned in by the sales rep that during prep of proplege, the balloon was found to be leaking. There was no patient impact, there was no reported damage to the packaging. Evaluation: evaluation of the returned device found a leak on the balloon at the proximal end of the bond. The complaint was confirmed. This failure can be attributed to a known manufacturing defect and a pra will be updated to include this complaint information. The trend for this complaint type is in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. No CAPA will be initiated at this time. The instructions for use, training, and risk control measures are appropriate. Trends will continue to be monitored on through the edwards quality system.